Event description:
It was reported that the pulse generator exhibited high current drain at 136 ua with an estimated remaining longevity of 0.5 years. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found the battery prematurely depleted due to high current drain, caused by a defective capacitor.